Event description:
It was reported that approximately two months post implant of the implantable pulse generator (ipg) system that the patient had developed an infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5146388.